Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The device history report (DHR) was reviewed and there was no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event involved a 41 cm (16") pur bifuse clear/yellow add-on set w/microclave®, dry spike adapter, 10 units where it was reported that when assembling the system of administration of chemotherapy, the tip of the tubing broke during insertion into the chemo tree. The customer removed the broken tip from the tubing with pliers kocher. The customer also changed the tubing, even going as far as complete dismantling of the system with the return of the bag to the hospital pharmacy for preparation of a new one. The therapy was completed with a second tubing. There was various medication used at the time of the event. There was patient involvement but no patient harm. There was no need for additional medical intervention.